Manufacturer narrative:
The t:slim g4 pump user guide states: always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally completed the fill tubing instead of the fill cannula process while attached to the pump resulting in 10.2 units of insulin being delivered into their body. Contact reported customer experienced a blood glucose (bg) level of 104 (mg/dl) and consumed orange juice to keep bg levels stable.